Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was implanted via the right subclavian vein by cut down method. One day after port placement, leakage was observed during antibiotic infusion. The physician alleges that the needle touched the bottom of the reservoir. The needle was removed without resistance. The antibiotic infusion was completed and administered via peripheral vessel. Contrast medium examination was performed, but no abnormality was observed. Approximately 3 weeks later, the patient died reportedly due to pneumonia. The port was removed post mortem. The physician stated that there is no correlation between the patient¿s death and the port.

Event description:
It was reported that the port was implanted via the right subclavian vein by cut down method. One day after port placement, leakage was observed during antibiotic infusion. The physician alleges that the needle touched the bottom of the reservoir. The needle was removed without resistance. The antibiotic infusion was completed and administered via peripheral vessel. Contrast medium examination was performed, but no abnormality was observed. Approximately 3 weeks later, the patient died reportedly due to pneumonia. The port was removed post mortem. The physician stated that there is no correlation between the patient¿s death and the port. Additional information recently received reported that the cause of death was pulmonary embolism.

Manufacturer narrative:
This supplemental is being submitted to report additional event and patient information received on 03/13/2019. The manufacturing review, investigation summary, and the labeling review remain unchanged. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp MRI and 6fr chronoflex catheter were returned for evaluation. Visual inspection identified no failures, and functional testing was completed without issue. Therefore, the investigation is unconfirmed or the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port was implanted via the right subclavian vein by cut down method. One day after port placement, leakage was observed during antibiotic infusion. The physician alleges that the needle touched the bottom of the reservoir. The needle was removed without resistance. The antibiotic infusion was completed and administered via peripheral vessel. Contrast medium examination was performed, but no abnormality was observed. Approximately 3 weeks later, the patient died reportedly due to pneumonia. The port was removed post mortem. The physician stated that there is no correlation between the patient¿s death and the port.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp MRI and 6fr chronoflex catheter were returned for evaluation. Visual inspection identified no failures, and functional testing was completed without issue. Therefore, the investigation is unconfirmed or the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.